Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error. Some motor error alarms found in the alarm history. It was stated that the blood glucose level is normal; customer did not require med treatment. No further info reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with motor error alarm during rewind due to motor encoder signal being out of phase. Unable to perform the displacement test due to the motor error alarm. The device had cracked reservoir tube lip.